Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. Initial review of the logs reveal that the viewing station computer was stuck in a loop stating it was connected. Rebooting the system resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system and viewing station were not communicating. The site restarted the system and resolved the communication issue. Delay to procedure was approximately 45 minutes and there was no known impact on patient outcome.